Manufacturer narrative:
Evaluated 3 random sealed reservoirs and checked o ring stopper groove for anomalies none were found. Performed basal and bolus leak test per specification. The reservoirs were filled with diluent and connected to a new infusion sets, installed reservoirs and connector into the insulin pump. Conclusion the reservoirs did not leak. Evaluated 6 opened and used reservoirs and checked o ring stopper groove for anomalies none were found. Performed basal and bolus leak test per specification. The reservoirs were filled with diluent and connected to a new infusion sets, installed reservoirs and connector into the insulin pump. Conclusion reservoirs did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a leak in the reservoir. Customer was advised to use another reservoir from another lot, but the issue was still unresolved. There was no further leaking for about a month afterward. Customer talked to their doctor and stated that the leaking started to occur again in the beginning of (B)(6) 2014. The pump was changed out and replaced with a new one. No further details given.